Event description:
The product was used during a gastrectomy procedure. Reportedly, after firing the device, the staples were missing and gastric fluids spilled into pt's abdomen. The surgeon irrigated with saline and suctioned the pt's cavity. The anastomosis was then hand sewn. The pt has since expired at an unspecified date post-operatively.